Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency / regurgitation, dyspnea and arrhythmia appears to be related to patient conditions as a new prolapse and flail lateral to previously implanted clip were reported. Tissue damage/injury, dyspnea, mitral regurgitation and arrhythmia are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to trace. On (B)(6) 2024, a couple of days post procedure, the patient presented with shortness of breath and palpitations. A transthoracic echocardiogram was performed and revealed a new prolapse and flail lateral to previously implanted clip, causing the mr to increase to a grade of 4. The previously implanted clip was noted to be attached and stable on the leaflets. On (B)(6) an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.